Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal a tampon unraveled and broke into pieces. She manually removed the remaining tampon pieces. Immediately after she removed the tampon pieces, she experienced a burning internal vaginal irritation. Her symptoms resolved the next day.